Manufacturer narrative:
E1: initial reporter phone number is + (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded noise oversensing in an untreated episode. The patient was seen in-clinic and testing and manipulation were performed, showing similar noise in both primary and secondary vectors specially during arm movements above the head. Technical services (ts) discussed the potential of an electrode fracture due to having noise in both vectors. An x-ray was performed, however, an electrode fracture is not obvious. Ts discussed the x-ray shows a sharp turn toward the device pocket. The physician decided to program the device off until the electrode revision is performed. The electrode was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded noise oversensing in an untreated episode. The patient was seen in-clinic and testing and manipulation were performed, showing similar noise in both primary and secondary vectors specially during arm movements above the head. Technical services (ts) discussed the potential of an electrode fracture due to having noise in both vectors. An x-ray was performed; however, an electrode fracture is not obvious. Ts discussed the x-ray shows a sharp turn toward the device pocket. The physician decided to program the device off until the electrode revision is performed. The electrode remains in service. No additional adverse patient effects were reported.